Manufacturer narrative:
(B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: no functional defect was found. The pump passed a 29 hour flow accuracy test was performed was found to be delivering within the required specifications. Removed the keypad cover; evidence of white substance was found under the key contacts. The keypad was intact and all keys were responsive.

Event description:
On (B)(6) 2012, the patient claimed she had elevated blood glucose of 400 mg/dl after the subject pump delivered 3.2 units out of 5.2 units and cancelled the remaining bolus insulin dosage. At the time of concern, the patient reportedly was not aware that the bolus dose was cancelled. She had symptoms described as 'tired, nausea, in a fog, and mouth was dry.' Her blood glucose reading resolved to 116 mg/dl with additional bolus insulin. The reported issue has occurred about once per day over the past few days. In addition, the keypad required at 2-3 press to elicit a response. There was no evidence of moisture within the pump or product misuse. The issue was not resolved with troubleshooting. This complaint is being reported due to the keypad issue and because the patient had elevated blood glucose reading and symptoms that can be suggestive of hyperglycemia after the bolus dose was cancelled on the subject pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.